Event description:
It was reported that the patient had a reaction to the xtra silent nite. It is unclear when the patient received the device, the patient first used the device. However, it is noted that the patient experienced the reaction to the tongue and lips. There is no medical or dental prior to its use, nor are there any allergies noted.

Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. Serial number is not applicable with the exception of serial number as the device is manufactured by prescription. Implant date is not applicable as the device is manufactured by prescription and not implantable.

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Additionally, erkodent reported no further complaints for this material lot. Lot# e-pro 3.0 -11703 (erkoloc-pro) was manufactured from august 31, 2021 and was assigned an expiration of august 2024. Hardware: slcn 22122 was manufactured from june 2, 2021 and was assigned an expiration of june 2024. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results complaint investigator visually inspected the returned device. The returned parts included both upper and lower trays in a silent nite case. The results were summarized: roughness - the flange was smooth; internal/external aspects were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was clear and transparent.. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause a root cause for this complaint cannot be explicitly determined. IFU-7322 rev 5.0 (silent nite sleep appliance instructions for use) provides warning in precautions "do not soak the device in mouthwash; denture cleanser, hot water or alcohol; do not wash the device with soap, toothpaste or mouthwash; do not dry the device with a blow dryer; do not store in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Supplier erkodent reviewed the incident details and determined no comment was possible. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device (haley) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for haley sleep device (rpt 9733 rev 1.0). · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles

Manufacturer narrative:
Additional information provided by the provider: section a2: updated to reflect the new information provided. Section a4: the patient's weight was not provided, bit the provider notes ,"athletic build." Section a6: updated to reflect the new information provided. Section b5: updated to reflect the new information provided. This is the first of two implant complaints, see manufacturer report for the remaining complaint : (B)(4).

Event description:
The device was delivered 2-17-22 and was used that evening (sleep test required it). It was used about a week (specific date unknown). The patient complained of redness and soreness overall including the palate. The device was checked for adjustments. The device was not used for a few nights and he got better. With that the patient tried the device once more (specific date unknown) with the same reaction occurring. The device was discontinued 3-8-22. There was treatment rendered. With regards to the device: the device was rinsed with warm water prior to delivery and the patient was instructed to do the same.

Manufacturer narrative:
Additional information: d4, h4, h6 (type of investigation, investigation conclusion). Corrected information: a2, a3a, h6 (health effect - impact code, medical device problem code). Device labeling: use of the device may cause: tooth movement or changes in dental occlusion. Gingival ordental soreness. Obstruction of oral breathing. Pain or soreness to the temporomandibular joint. Excessive salivation: regular dental follow-ups are recommended to review any side effects to avoid device breakage, allergic reaction, irritation, or discomfort that leads to frustration or discontinuation of this therapy. CAPA 23-006 manufacturer reference: (B)(4).